Event description:
It was reported by the customer that a pyxis medstation system had aa failed drawer. The customer stated that the drawer had failed and will not open at all anymore. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had full height drawer 7 on auxiliary cabinet was not showing closed on application and was not able to be recovered. The field service engineer found that the insert was missing its magnet and replaced the latch assembly insert to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.